Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test, weak battery alarms, or black circle on display noted. Unit had intermittent button response due to corroded keypad traces. No button error alarm noted during testing and no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive when she tried to access the basal setup. The customer had removed the battery and placed it back in but the insulin pump alarmed failed battery test and weak battery. The customer's blood glucose level was high. Her blood glucose level was 284 mg/dl. The insulin pump also alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.